Manufacturer narrative:
Additional information from user medwatch mw5161261 received on 23 oct 2024: describe event or problem: patient found unresponsive by a relief nurse when went to check tele box that was not showing signal. Box a: age: 64 years. Gender: male. Weight: 121 unknown if kg or lbs, as not provided on form. Box b: date of event: 09 oct 2024. Clarification requested, as the date the problem occurred does not match the time provided. Box e: initial report date and time 16oct2024. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc indicated that the patient was connected to mx40 that was using disposable batteries. The tc tested the mx40 using a philips rechargeable battery, as the battery holder for the disposable batteries was bad. The mx40 worked normally, during testing. The tc was able to give the mx40 to the customer, as the mx40 worked normally; the device just needed to be cleaned. Based on the information available and the testing conducted, the cause of the reported problem was an unclean battery holder. The mx40 instructions for use describes maintenance and cleaning of the device and battery tray. The reported problem was confirmed. The device was operational after repair/cleaning was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an mx40 device indicating that a patient passed away while on the mx 40. It was reported that the mx40 had stopped working. The event occurred on (B)(6) 2024 at 22:41. The mx40 was sequestered in the department. No other clinical information or medical intervention was reported. Additional information is requested for further clarification and assessment of the customer¿s alleged harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.